Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00483 to 3012447612-2019-00486. [Mw5090392].

Event description:
It was reported that during a revision surgery four vitality screws were removed. Upon receiving pictures, a zimmer biomet personnel identified the four screws as lineum screws that were found to be fractured. There was no additional surgical information provided. This is report two of four.

Manufacturer narrative:
The complaint is confirmed for two (2) of two (2) lineum screws (pn 14-524222) for the failure of post-op fracture. Inspection: the screws were not returned, so an inspection was unable to be performed. However, photos of the screws were provided and show that all 4 screw shafts are fractured. The complaint is confirmed. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history: pn 14-524222: a complaint history review was conducted for part # 14-524222 and lot # 21902s. The search for the lot # included all complaints for the lifetime of the lot and the search for the part # included all complaints for the year prior to the notification date of this complaint through when the complaint data was pulled (B)(6) 2018 to (B)(6) 2020) the search identified zero additional complaints for the same lot (21902s). The search also identified zero other complaints for the device for the same or similar issue. Potential root cause: the root cause can not be determined with the information provided in the complaint.

Event description:
It was reported that during a revision surgery four vitality screws were removed. Upon receiving pictures, a zimmer biomet personnel identified the four screws as lineum screws that were found to be fractured. There was no additional surgical information provided. This is report two of four.